Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for birth control. On or about (B)(6) 2014, underwent surgery to remove the essure device after experiencing severe pelvic pain and migration of the device into her uterus. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about four years later, she had a surgery to remove the device, as she experienced a migration of the device into her uterus. The event, seen as device expulsion, is anticipated in the reference safety information for essure. During essure wearing, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion, a dislocation into fallopian tube or can occur as a result of a perforation during insertion. In this particular case, it was reported that essure migrated into plaintiff's uterus. Given the nature of event, and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since a surgical removal of the device was required. Additionally, non serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device into her uterus") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 789025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: lexapro, lamictal, protonix, singulair and abilify. Concurrent conditions included depression since 2006 and bipolar disorder since 2006. In (B)(6). 2011, the patient had essure inserted. In (B)(6). 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain / pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery. Essure was removed on (B)(6). 2014. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract disorder and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6). 2018: plaintiff fact sheet received: historical drug and condition and abnormal bleeding (general), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) events were added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 10-nov-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about four years later, she had a surgery to remove the device, as she experienced a migration of the device into her uterus. The event, seen as device expulsion, is anticipated in the reference safety information for essure. During essure wearing, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion, a dislocation into fallopian tube or can occur as a result of a perforation during insertion. In this particular case, it was reported that essure migrated into plaintiff's uterus. Given the nature of event, and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since a surgical removal of the device was required. Additionally, non serious event was reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device into her uterus") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain / pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-sep-2017: f/u summons received -new reporter was added (lawyer) and also new events "abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding" were added.event pelvic pain clubbed with earlier event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device into her uterus/malposition of essure device location of device: uterine cavity") and genital haemorrhage ("heavy abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 789025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, blood in urine, atelectasis, chest pain, nausea, cough, vomiting, thoracogenic scoliosis, pain ankle, delayed period, dysuria, urine odour abnormal, itching and burning micturition. Essure confirmation test(s) conducted, specify : yes on jun2011. Previously administered products included for an unreported indication: lexapro, lamictal, protonix, singulair and abilify. Concurrent conditions included depression since 2006 and bipolar disorder since 2006. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain / pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). In 2011, the patient experienced endometriosis ("autoimmune disorder type of disorder: endometriosis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), back pain ("back pain"), migraine ("migraines/headaches"), headache ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue") and was found to have uterine leiomyoma ("other injury - fibroid") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparosoopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, dysmenorrhoea, bladder disorder, urinary tract disorder, endometriosis, uterine leiomyoma, urinary tract infection, fungal infection, bacterial vaginosis, back pain, vaginal discharge and headache outcome was unknown and the genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, fatigue and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 3. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, lower abdominal pain, pelvic pain,vulvovaginal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events, "infection (bladder/ urinary tract/vaginal) type: uti's; yeast; bacteria vaginosis, autoimmune disorder type of disorder: endometriosis, migraines / headaches, weight gain / loss specify which one: weight gain, uterine leiomyoma, back pain, vaginal discharge, abnormal bleeding (vaginal haemorrhage, menorrhagia), fatigue " were added. Medical history was added. Outcome of events, " migraines, fatigue, weight gain, bleeding" were changed to "recovered/resolved". Concomitant medication was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device into her uterus") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 789025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: lexapro, lamictal, protonix, singulair and abilify. Concurrent conditions included depression since 2006 and bipolar disorder since 2006. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain / pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract disorder and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.